Event description:
It was reported that a small volume intermate had white floating particles noted. This was identified after filling. The device was filled with an unspecified amount of ceftazamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. One actual unit was received for analysis. Visual inspection noted a white particle approximately 3.02 mm in length, floating in the fluid of the bladder. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.